Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (ess205) (batch no. 600312-not valid,620743) inserted. The patient's medical history included bleeding menstrual heavy, vaginal bleeding, gravida ii, parity 2, menorrhagia, chronic cervicitis, adenomyosis, leiomyoma nos, paratubal cyst and acute blood loss anemia. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included uterine fibroids. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (abdominal hysterectomy laparoscopic, salpingectomy laparoscopic, bilateral, d and c). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure (ess205). Lot number reported (600312) is not valid. Lot number: 620743 manufacture date: 2006-08 expiration date: 2008-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received: event "injury nos" was replaced by "menorrhagia". Medical history, removal date of essure, reporter information, patient demographic were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (ess205) (batch no. 600312-not valid, 620743) inserted. The patient's medical history included bleeding menstrual heavy, vaginal bleeding, gravida ii, parity 2, menorrhagia, chronic cervicitis, adenomyosis, leiomyoma nos, paratubal cyst and acute blood loss anemia. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included uterine fibroids. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (abdominal hysterectomy laparoscopic, salpingectomy laparoscopic, bilateral, d and c). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure (ess205). Lot number reported (600312) is not valid. Lot number: 620743 manufacture date: 2006-08 expiration date: 2008-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (ess205) (batch no. 600312-not valid, 620743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding menstrual heavy, vaginal bleeding, gravida ii, parity 2, menorrhagia, chronic cervicitis, adenomyosis, leiomyoma nos, paratubal cyst and acute blood loss anemia. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included uterine fibroids. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and iron deficiency anaemia ("anemia") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (abdominal hysterectomy laparoscopic, cystoscopy, bilateral salpingectomy, d and c). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the menorrhagia, uterine leiomyoma and iron deficiency anaemia outcome was unknown. The reporter considered iron deficiency anaemia, menorrhagia and uterine leiomyoma to be related to essure (ess205). Lot number reported (600312) is not valid. Lot number: 620743 manufacture date: 2006-08 expiration date: 2008-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received -new event anemia, uterine fibroid were added. New reporter were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.